Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles and an opening. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a striated opening in the posterior side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a striated edge opening on the posterior side due to surgical damage.

Event description:
Company representative reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported a right side deflation. Device has been explanted.